Event description:
It was reported that during a routine shift check, the autopulse platform displayed a user advisory 16 (timeout moving to take-up position) message that did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/23/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found that the load plate cover was defective with holes that affected sealing. A review of the platform's archive data was performed and found no anomalies or errors on the reported event date of (B)(6) 2015. However, multiple ua 16 errors were noted on (B)(6) 2015. Review of the archive data shows that this platform was powered on for an average of every 28.5 days from (B)(6) 2014 until it was received at zoll on 04/01/2015. Therefore, the customer was not performing daily checks of the platform as recommended by the autopulse user guide. The platform failed initial functional testing as it exhibited a user advisory (ua) 16 (timeout moving to take-up position) message within the first few compressions. Further inspection of the platform revealed that the drive train motor brake was rusted and had seized. After cleaning the brake and readjusting the brake gap, the platform underwent and passed all final functional testing. Based on the investigation, the part identified for replacement was the load plate cover. No parts were replaced to remedy the customer's reported complaint of the platform exhibiting a ua 16 message. In summary, the customer's reported complaint of the platform exhibiting a ua 16 message was confirmed through both review of the platform's archive data and during initial functional testing. The root cause of the ua 16 was determined to be use error, as this customer was previously informed that daily checks were required to be performed in order to prevent the ua 16 from occurring.